Event description:
Reporter alleged that aviva strips were labeled with an expiration date of "4/31/2010". The manufacturer's records show the actual expiration date to be 03/31/2010. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Customer's daughter thought she was supposed to give insulin when the blood sugar is low, gave 50 units of novolog based upon a compact plus result of 40 mg/dl. Result 45 minutes later was 30 mg/dl. Paramedics were called, their system result was 28 mg/dl 15 minutes after the 30 mg/dl. Customer hospitalized for 6 days. A request was made for the return of the system and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.